Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 762414) for female sterilisation. The patient had a medical history of loop electrosurgical excision procedure, breast lump removal, dysplasia, uterine fibroid and uterine fibroid. Previously administered products included: penicillins with extended spectrum for allergize. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4451 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Number of proximal coils: 2 on left cornua and 1 on right cornua. Patient tolerated placement without difficult. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2010: vulva: bartholin glands are normal. There is no atrophy. There are no lesions. Urethral meatus is normal. Urethral palpation normal. Bladder: the bladder is normal. Vagina: mucosa is moist. Mucosa is pink. No evidence of prolapse. No abnormal discharge. Rugae present. Cervix: no abnormal secretions. No lesions. No ulcerations. Uterus: no masses. Adnexa: mobile. No masses. Non-tender. Norma! Size right ovary. Normal size left ovary. Anus: no fissures. No hemorrhoids. No rectal prolapse. [Pathology test] on (B)(6) 2022: final diagnosis; specimen (a)- uterus, cervix: benign histology; uterus, endometrium: proliferative phase; uterus, myometrium: 10 cm. Leiomyoma. Uterine enlargement; uterus, serosa: adhesions; specimen (b)- right ovary and fallopian tube: adhesions; specimen (c)- left fallopian tube: adhesions; gross description: a 3 cm purple fallopian tube with fimbria. Adhesions present. [Smear cervix] in april 2005: abnormal; on (B)(6) 2010: abnormal. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. And rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 762414-invalid) for female sterilisation. The patient had a medical history of loop electrosurgical excision procedure, breast lump removal, dysplasia, uterine fibroid and uterine fibroid. Previously administered products included: penicillin nos for allergie. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4451 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Number of proximal coils: 2 on left cornua and 1 on right cornua. Patient tolerated placement without difficult. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2010: vulva: bartholin glands are normal. There is no atrophy. There are no lesions. Urethral meatus is normal. Urethral palpation nomal. Bladder: the bladder is normal. Vagina: mucosa is moist. Mucosa is pink. No evidence of prolapse. No abnormal discharge. Rugae present. Cervix: no abnormal secretions. No lesions. No ulcerations. Uterus: no masses. Adnexa: mobile. No masses. Non-tender. Norma! Size right ovary. Normal size left ovary. Anus: no fissures. No hemomhoids. No rectal prolapse. [Pathology test] on (B)(6) 2022: final diagnosis: specimen (a)- uterus, cervix: benign histology. Uterus, endometrium: proliferative phase. Uterus, myometrium: 10 cm. Leiomyoma. Uterine enlargement. Uterus, serosa: adhesions. Specimen (b): right ovary and fallopian tube: adhesions. Specimen (c): left fallopian tube: adhesions. Gross description: a 3 cm purple fallopian tube with fimbria. Adhesions present. [Smear cervix] in (B)(6) 2005: abnormal; on (B)(6) 2010: abnormal. According to bayer qa lot number 762414 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4451 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4451 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.